Manufacturer narrative:
Unknown date in 2018. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, on an unknown date in 2018, the protection sleeve was inserted into the insertion handle and became stuck in the hole for the antegrade locking screw. The surgeon was unable to remove it. The surgeon then removed the insertion handle and manually inserted the screw into the locking hole. It is unknown if there was a surgical delay. Patient outcome is unknown. Concomitant device reported: unknown screws trauma: (part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.063; lot: 1753429; manufacturing site: haegendorf; release to warehouse date: october 10, 2007. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation flow: device interaction/functional visual inspection: the complaint devices were received at us cq in a disassembled form. As the complaint condition was that the protection sleeve could not be removed from the insertion handle, the received condition does not agree with the complaint condition. The insertion handle was returned with signs of moderate wear, including wear marks in the grooves; nicks/scratches/chatter marks on numerous surfaces of the device and a worn arrow etch. These observations are not relevant to the complaint condition. Deformation was observed on both the top and bottom of the antegrade locking screw hole, causing metal to bend inward towards the hole, possibly partially occluding the hole. Discoloration/wear marks were observed on the inner surface of the antegrade locking screw hole as well, indicating a device was forced through the hole. These observations are relevant to the complaint condition. The protection sleeve was returned with moderate signs of wear as well, with numerous scratches on the small diameter at the distal end of the device and minor scratches/nicks on the larger, more proximal diameter. These observations are not relevant to the complaint condition. Deformation was observed on the chamfer at the distal end of the device and chatter marks were observed on several sides of the device, extending from the larger diameter through the interface with the smaller diameter, indicating that a high level of force was required to slide the protection sleeve through the insertion handle. These observations are relevant to the complaint condition. Functional test: the complaint devices were received in a disassembled state, so replication of the complaint condition was not possible. However, assembly of the returned devices was attempted. When the protection sleeve was inserted into the antegrade locking screw hole on the insertion handle, it was observed that the protection sleeve would not fully slide through the hole. The protection sleeve was only able to be inserted up to the ledge where the outer diameter (od) of the device changes from the small diameter to the large diameter before becoming stuck. Thus, although the complaint condition was unable to be replicated, a new defect condition was identified, confirming the overall complaint condition. Dimensional inspection: the following dimensions were deemed relevant to the complaint condition: the inner diameter (ID) of the 120° antegrade locking screw hole; the od of the most distal tip of the protection sleeve; the od of the main body of the protection sleeve. Per specification, the ID of the 120° antegrade locking screw hole is 12 mm +0.036 mm/-0 mm. When measured with a gage pin, the ID was found to be 11.86 mm. This is outside the design specification. During the visual inspection, it was noted that there was deformation on both sides of the hole for the antegrade locking screw. As this deformation pushed metal into the hole, the root cause of this out-of-specification is post-manufacturing damage. Per specification, the od of the most distal tip of the protection sleeve is 11.9 mm +0 mm/-0.2 mm. When measured with a micrometer, the od was found to be 11.798 mm. This is within the design specification. Per specification, the od of the main body of the protection sleeve is 11.98 mm + 0 mm/-0.02 mm. When measured with a micrometer, the od was found to be 11.961 mm. This is within the design specification. Document/specification review: the following documents were reviewed as part of this investigation: --insertion handle, standard --ø 12.0mm/8.0mm protection sleeve, ngn --inspection sheet ¿ incoming final inspection as noted in the dimensional inspection, the ID of the antegrade locking screw hole of the insertion handle was found to be out of specification. Per the incoming final inspection sheet released at the time of manufacture of the insertion handle, this dimension is inspected upon incoming inspection, providing assurance that this dimension was within specification at the time of manufacture. This provides further evidence that post-manufacture damage is the cause of the out-of-specification ID measurement. Conclusion: a visual inspection, functional test, dimensional inspection, and document/specification review were performed as part of this investigation. The devices were received disassembled; thus, the complaint condition of ¿unable to disassemble¿ was not confirmed. However, during the investigation, it was observed that the devices were unable to be fully assembled, due to post-manufacturing damage on the insertion handle. Therefore, the overall complaint condition was confirmed. As the devices have been in use for over eleven (11) years and the damage that prevented full assembly of the devices occurred post-manufacture, no product design or manufacturing issues were noted. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.